Event description:
It was reported that the device was used during a colostomy takedown. The device was put into the pt and was unable to attach the anvil, it would never click on and would fall off. This device was removed and another device used to complete the case. There was no consequence to the pt. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.